Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was starting to come out of the skin. An ins pocket erosion was noted. Patient was urinating all over. Hcp stated the patient was fine on friday. It was indicated that hcp was trying to contact the manufacturer representative (rep) as they were trying to be the middle person. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.